Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device powered off by itself during a patient event. The customer advised that their device powered off twice while monitoring a patient. The patient, a (B)(6) year old female was transported to the hospital in stable condition. The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device powered off by itself during a patient event. The customer advised that their device powered off twice while monitoring a patient. The patient, a (B)(6) female was transported to the hospital in stable condition. The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. The modem connection cable and the device battery pins were replaced as a precaution. After proper device operation was observed through functional and performance testing the device was returned to the customer for use. The third party service agent downloaded the electronic records from the customer¿s device. Physio-control reviewed the electronic records and was able to confirm that the device experienced multiple inappropriate losses of power. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.